Event description:
Two separate medical device pressure injuries involving the bard dignashield rectal tube with the timespan of 6 weeks. Therapy dates: (B)(6) 2021 - (B)(6) 2021; (B)(6) 2021 - (B)(6) 2021. FDA safety report ID# (B)(4).